Event description:
Technician alleged that the siderail would not latch. No pt impact.

Manufacturer narrative:
The technician found the pt left siderail is not latching due to a missing latch bolt. The technician replaced the pt left latch bolt to resolve the issue.